Event description:
It was reported that during a gastrectomy procedure, with the device, one side of staples malformed at the second firing. Additional suturing was performed to complete the case. No patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.